Manufacturer narrative:
Received one used list #d1000, tego¿ connector; lot #4720423. The used d1000 tego was returned with a small tear in the top of the seal tearing near the slit of the device. Subsequent testing revealed leakage from the tear noted. The complaint was confirmed. The probable cause of the leakage is due to the tear noted however, no mating devices were returned so the probable cause of the seal tearing damage cannot be determined. D9 date returned to mfg - february 16, 2021.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event involved a tego connector that after removing the anticoagulant lock of the branch of the central catheter and syringe, the tego started to leak at the insertion of the syringe. There was a report of 20 ml blood loss. The line was clamped immediately resulting in no consequences to the patient. The procedure was a urokinase lock with aranesp, enoxaparin, venofer. The device was installed on (B)(6) 2020 and removed on (B)(6) 2020. There was patient involvement, no adverse events, no human harm, no delay in critical therapy and no medical interventions required.